Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a post-op check, a loss of capture and sensing was observed on the atrial lead. It was determined that the lead had become dislodged. No patient symptoms were reported. The patient was not pacemaker dependent and the revision procedure was postponed for patient health issues. The lead was successfully repositioned on (B)(6) 2015. The patient would continue to be monitored.